Event description:
Caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. The customer was instructed to try different charging cables and wall adapters, but the issue persisted, leading to the decision by technical support to replace the pump. The customer will use a backup therapy, mdi, until the replacement pump with updated software is received, and training will be provided. Caller was informed to return the malfunctioning pump within 10 days using a pre-paid label.